Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. The pump also had a cracked reservoir tube lip, a cracked case near the display window corners, and minor scratches on display window. No ramping numbers on the display were noted.

Event description:
The customer reported via phone call that the numbers were ramping up on the insulin pump without input from the user. The customer also reported the buttons became unresponsive after the customer replaced the battery. Customer's blood glucose was 7.1 mmol/l. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.